Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to performed functional test due to motor error alarm anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
It was reported that the insulin pump was returned for an unknown reason. Customer's blood glucose level was not reported.